Manufacturer narrative:
(B)(4).

Event description:
A loss of connection was reported and the data log was reviewed on 7/14/2017. Data investigation confirms loss of connection occurred on the night of (B)(6) 2017 and the morning of (B)(6) 2017. There were no acknowledgments from patient regarding signal loss during this timeframe, however data shows that patient interacted with the app multiple times throughout the night of (B)(6) 2017 and the morning of (B)(6) 2017. During this time the app would be displaying "signal loss". The root cause could not be determined post-investigation.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on 01/12/2017 that on (B)(6) 2017, the patient experienced an adverse event. Patient's mother reported that patient experienced a low event at night. Patient had a seizure and was transported to the hospital where he was kept under observation for a few hours then released. It is not known how patient was transported to hospital or what treatment was provided. Patient's mother alleged that there was a loss of connection between smart device and transmitter at the time of the low event. At time of contact, patient is released home. No product or data was provided for investigation. The reported event could not be confirmed. The root cause could not be determined.